Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to "tube pushed off needle" as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode "tube pushed off needle". Bd was not able to identify a root cause for the indicated failure mode. This defect is generally associated with acquisition device used, in particular resilience of sleeve and/or level of lubrication of np needle.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes pop off and there is back pressure. The following information was provided by the initial reporter. The customer stated: "sst tube pops off after attached on various safety lok sharps, like there is back pressure. This has been seen over a various lots of sst tubes."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes pop off and there is back pressure. The following information was provided by the initial reporter. The customer stated: "sst tube pops off after attached on various safety lok sharps, like there is back pressure. This has been seen over a various lots of sst tubes."